Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the tsb35 instrument malfunctioned after reload. There was no consequence to the pt.